Manufacturer narrative:
(B)(4) - failure to follow steps. This code is used to address the use of only one proglide device to preplace sutures prior to the aaa procedure. Per the instructions for use- indications: for sheath sizes greater that 8f, at least two devices and the pre-close technique are required. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 5f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide footplate would not close. The footplate was in the artery and there was difficulty removing it. The physician wiggled the device, changed angles, pushed it in further and pulled it back. Eventually the footplate was pushed down, however, not all the way. The device was removed. The sheath was upsized to 18f and the aaa procedure was completed. The sutures of the proglide device were used to close the hole in the artery after the aaa procedure. There was still some bleeding and because the physician still had wire access he inserted another proglide and closed the hole completely. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove and foot retraction issue could not be confirmed based on the returned device condition. The failure to achieve hemostasis could not be replicated in a testing environment and could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove, foot retraction and failure to achieve hemostasis incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported that the sheath was upsized to 18f. Per the proglide instructions for use states, the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.